Event description:
It was reported that the presented to the emergency room due to several shocks. Some shocks deemed appropriate in vt2 and vf zones, but in one episode following an appropriate therapy, the patient¿s heart rate would fall into the vt1 zone and received an inappropriate shock for sinus tachycardia. The physician noted that this issue has been observed in the past. Programming changes were performed. The patient was stable and will be monitored, as being admitted to hospital for treatment of vt and covid symptoms.